Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The product has been returned for analysis. The analysis and investigation are ongoing. A supplemental report will be filed upon completion of the analysis and investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection indicated damage on the valve due to explant. The valve and leaflets were desiccated. There were two visible areas of ruptures consistent for a pseudoaneurysm adjacent to the right and non-coronary sinus of valsalva. The edges were rolled and smooth, suggesting ¿adventitial hemorrhage;¿ however, desiccation made it difficult to determine. The edges of the smaller hole on the non-coronary sinus was slightly rolled. Remnants of dacron strips were observed on the aortic outer wall adjacent to the left and right sinuses. Traces of amber colored ¿bio-glue¿ were observed on the sewing cloth and right coronary button. All leaflets were stiff due to desiccation. All leaflets were intact. All commissures were intact. Dull off-white pannus lined the inflow margin of attachment adjacent to all cusps, into all inferior coaptive areas, and 1 to 2 mm onto the non-coronary and left cusps. A remnant of pannus remained attached to the intima adjacent to the non-coronary cusp, extending to the commissural area. An unknown amount of pannus had been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: pseudoaneurysms occurred in the freestyle aortic root replacement range in size, and have included dilatation with thinning of the bioprosthesis sinus area, and in some cases rupture in the area involved. Based on the received information and the returned product analysis, the definitive cause of the pseudoaneurysm / dissection cannot be determined. However, there are journal articles that have suggested several possible contributing causes of freestyle rupture (pseudoaneurysm). The kameda paper theorized the cause of freestyle rupture was structural injury either from the aggressive use of forceps during implantation or the use of bioglue. Kameda,y., mizuguchi, k., kuwata,t., mori,t., and taniguchi,s. Aortopulmonary fistula due to perforation of the aortic wall of a freestyle stentless valve. The society of thoracic surgeons. 78:1827-1829. 2004.

Event description:
Medtronic received information that two years and four months post-implant of this bioprosthetic valve, the patient required re-operation and valve explant due to cuspal tear and rupture/dissection of the valve. Revision of both coronary arteries was performed due to the valve being cut in that region. A medtronic valve was then successfully implanted. No additional adverse patient effects were reported.